Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. Implantable device. Phone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implanting an intraocular lens (iol), the trailing end of the iol was a bit tight in the nozzle with the plunger so the doctor had to disengage the iol from the injector with the second instrument to free it. Reportedly, in the wound was a little sharp curved shard of plastic that the doctor thinks came from the cartridge. The lens was fully implanted into the eye. The lens remains implanted in the eye and only the shard of the foreign material was removed. It was indicated that the patient is fine and the lens is not damaged in any way. No further information was provided.

Manufacturer narrative:
Section d10. Device available for evaluation? Yes; returned to manufacturer on: 9/25/2020 section h3. Device returned to manufacturer? Yes device evaluation: two sample containers were returned. One had a cartridge and the other was empty. The containers were carefully opened, and nothing was found in the second container. Cartridge tip crack/damaged was observed and a piece of the tip is missing. That could be related to the handling by excessive force during the insertion process, since as indicated in the initial report the iol had to be disengaged from the injector with the second instrument to free it. With the information provided and due to the conditions of the sample returned the reported issues could not be verified. Based in the analysis product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the device were reviewed. There was no deviation and/or discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specification. A search in complaint system revealed that no additional complaint was received from this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.